Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) the pump was implanted despite it only being possible to introduce 13 milliliters (ml) of medication in the reservoir while preparing the pump prior to implant. It was decided to continue with the procedure and implant the pump. Follow up in the first refill was planned. No diagnostic testing or troubleshooting was required. The cause of the issue was not determined. The system was being used to deliver morphine and bupivacaine. There were no symptoms or complications associated with the event and the patient status at the time of the report was ¿alive- no injury.¿ it was later reported that on (B)(6) 2014 a follow up review of the patient and the pump was scheduled. The pump was emptied and refilled again. Again, it was only possible to introduce 13 ml inside the reservoir. On (B)(6) 2014, another pump refill was scheduled. The pump was emptied and refilled twice. In both refills it was only possible to introduce 13 ml into the pump¿s reservoir. It was later reported a smaller syringe would be used and fluoroscopy images of the pump would be taken.